Event description:
The reporter called regarding straumann dental implant. He had dental implant in his upper tooth number seven on right side on (B)(6) 2023. Four months later he started experiencing adverse events as low blood pressure, severe constipation, dizziness, palpitations, weight loss up-to 153 pounds, abdominal cramping, pain and difficulty in urination. For the same he visited emergency room, hospitalized and received treatment for several times. He believes the adverse events are because of titanium and zirconia used in the implant. The reporter contacted the manufacturer but did not receive any positive response. The implant is explanted on (B)(6) 2024, after which he gained his weight back, his blood pressure normalized and all other symptoms resolved.